Manufacturer narrative:
Concomitant medical products: product ID: 8781; serial# (B)(4), implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient receiving gabalon 0.05%20ml at 350 mcg/day via an implantable pump for spinal cord injury. It was reported that at the end of (B)(6) 2021 (no further specific date provided), cerebrospinal fluid (csf) leakage was suspected due to detachment of the anchor. It was confirmed that the ¿serous fluid anchor¿ on the back came off, the catheter was raised, and the anchor was fixed; the wound was closed as it was. On (B)(6) 2021, since spinal fluid was confirmed to accumulate in the back, a catheter contrast study (x-ray) was performed, and there was no damage or kink on the catheter. No abnormality was found. On (B)(6) 2021, the patient complained of a headache due to cerebrospinal fluid leakage. It was noted that the patient had a mild headache for some time, but it became stronger (might have been about (B)(6) 2021). The catheter was replaced at the strong request of the patient. The customer discarded the catheter. It was the attending physician's assessment that ¿an itb pump was implanted in february, and seromas began to accumulate on the back at the end of march, and when the back was opened, the anchor was confirmed to have come off and cerebrospinal fluid leakage was observed, the catheter was raised on the spot and the anchor was fixed again, but the low cerebrospinal fluid pressure was judged because the cerebrospinal fluid leakage did not stop, and compression was continued with an abdominal dressing, etc., but it did not improve, catheter replacement was performed at the strong request of the patient.¿ it was further reported [regarding the reported ¿seromas¿] that at the end of (B)(6) 2021, it was suggested that there was a ¿possibility¿ of serous fluid, but it was low due to csf leakage (because the headache became stronger at the contact on (B)(6) 2021, it was accompanied by nausea, and the headache worsened when the head was raised). It was said that myelopathy was judged to be ¿the most suspicious¿. The causality was not attributed to the drug, catheter, pump, or programmer. It was unknown if the causality was related to the surgical procedure. Regarding the physician's surgical technique, it was carried out under the guidance of an [intrathecal pump] expert doctor. The tobacco suture was performed ¿certainly¿, and the arachnoid membrane was not punctured multiple times. It was thought that there was no problem with the procedure. The classification of severity was ¿3 (serious)¿. The outcome was ¿unrecovered¿.

Manufacturer narrative:
H6: annex a a0104 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.